Manufacturer narrative:
Product event summary # hvad pump (B)(4) and outflow graft # (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed via review of log files which revealed multiple low flow alarms logged since the date of implant (B)(6) 2017 up to (B)(6) 2017 which correlates with the event details. Of note, site noted that the outflow graft was kinked at the end of bend relief; this "kink" in the outflow graft could not be confirmed since no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to the reported kinked/bent outflow graft. Other devices: serial# (B)(4), outflow graft. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Associated product ID 1125 graft outflow serial# (B)(4), implanted: (B)(6) 2017, this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient had a device implanted and soon after chest closure it was noted that flows decreased ~1l, there was loss of pulsatility in waveform as well as arrhythmia (bigeminy/trigeminy). Chest was reopened, and it was found that outflow graft was kinked at the end of bend relief, it was also found that one of the chest tubes was compressing the right ventricular outflow tract (rvot). Heparin bolus was given. Outflow graft was clamped with 2 clamps, device turned off and a section of graft was removed. End to end anastomosis of graft performed by physician, patient hemodynamically stable throughout, approximate time device was off was four minutes. Device support re-initiated, chest closed and patient stable in intensive care unit (ICU). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.